Event description:
Patient arrived to the hospital on (B)(6) 2024 with low flow alarms, and noted decreases in power. Flows 1-0.7, power 2.3. Pt taking low dose coumadin, as ordered, due to prior gi bleed. Inr 1.1 on admission with ldh on admission 403, (baseline 150-180). Pfhgb 67 (baseline 10-20). Heparin started. Intravenous fluids given. Pt pulsatile. There is a significant change to right heartcath numbers from (B)(6) 2023 to (B)(6) 2024 indicating possible thrombus (B)(6) 2024 urine cherry red. (B)(6) 2024 large melena. Heparin stopped. Power increased greater than 6. Speed adjusted down to 3200 with power now in 5's and flows in 4's. Ldh 1773, concerns for thrombus displacement. Not an explant or re-implant candidate due to high surgical risk. Improving hemolysis by discharge with ldh 328. Low dose coumadin restarted at discharge. Pt admitted again on (B)(6) 2024 due to change in sound in vad on (B)(6) 2024, and one episode tea colored urine on (B)(6) 2024. Ldh 1078 on admission and pfhgb of 78. Vad flows 4.3 and power 5.9. Vad speed slowed to 3000 with improvement in ldh by discharge to 668.